Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the mobile programmer application froze and became unresponsive was confirmed. Analysis of the service logs found the customer comment that the mobile programmer base disconnected from the application was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited a potential telemetry issue. The leadless ipg remains in use. No patient complications have been reported as a result of this event. It was further reported that the mobile programmer application froze and became unresponsive during threshold testing. Troubleshooting steps were taken to include force closing and reopening the mobile programmer application and reinterrogating the leadless ipg, after which testing was completed without further freezing. However, it was noted that during the manual atrial mechanical (mam) test, the mobile programmer base disconnected from the application for a short period, followed by a brief loss of telemetry, after which telemetry and base connection were automatically re-established with no further issues. Application version: 4.4.2 host tablet os version: 18.5.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.